Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced two infusion set came off event on (B)(6) 2026. No further information available.